Event description:
On (B)(6) 2025, an eye care professional (ecp) reported a patient (pt) in china experienced pain and blurry vision while wearing acuvue® vita¿ brand contact lens (cl) on (B)(6) 2025 (affected eye not provided). The pt is a first-time user of the particular acuvue product and the symptoms persisted upon removal of the cl. On 25mar2025, the pt was contacted and provided additional information. The pt initially experienced blurry vision upon insertion of the cl that resulted in swelling and pain that persisted after removal of the cl. The pt visited a hospital (date not provided) "to seek for medical advice, doctor only advice pt to buy levofloxacin eye drops from pharmacy and use (2-3 times a day, 1 drop each time) it to relief the eye issue." The pt visited a 2nd hospital (date not provided) "because the eye issue still persist even though the pt used the eye drop for 1 week." The pt was diagnosed with "corneal damage leads to vision impairment" and was provided calf blood deproteinized extract eye drops (dosage and frequency not provided). The pt made a 3rd visit to a hospital on (B)(6) 2025 and was diagnosed with conjunctivitis. The pt agreed to provide the medical report from the (B)(6) 2025 visit. Medical reports for the first two hospital visits are not available. No additional medical information was provided. On (B)(6) 2025, the pt sent a medical report by email. The report translation was received on (B)(6) 2025: visit date: (B)(6) 2025 chief complaint: left eye redness for over 3 days current medical history: eye redness with increased secretions, without obvious reason 3 days ago. Past medical history seven days ago, keratitis had been diagnosed at another hospital and pt was given tobramycin eye drops and deproteinized calf blood extract eye gel. Pt said the health condition had improved. Physical examination: left eye conjunctival congestion and edema, slightly dry corneal epithelium, clear iris texture, sensitive to light reflections, clear lens, the fundus was blurred under the pupil. Diagnosis:1. Keratitis 2. Dry eye treatment: 1. Slit-lamp examination 2. Levofloxacin eye drops, 5ml: 24.4mlg1 bottle/box, 0.1ml, eye drops, 4 times a day, 1 box 3. Erythromycin eye ointment, 2.5 mg: 12.5 mg1 vial/box, 0.1g, eye drops, 3 times a day, 1 box 4. Sodium hyaluronate eye drops (0.3%) 0.4ml: 1.2 mg15 vials/box 0.1ml, eye drops, six times a day, 1 box. On 01apr 2025, the pt provided additional information by email. ¿1. During 2nd visit to (B)(6) hospital on (B)(6), a slit lamp examination and vision test were conducted. Doctor confirmed partial damage to the left eye's cornea and a decrease in vision in the left eye. 2.1st and 2nd visits to the hospital were during the evening emergency hours, and no medical report were requested at that time. Now, it is difficult to obtain them. Only the medical billing from the visits are available for reference. 3. Recently, the conjunctivitis in the left eye is recovering, and the vision has improved significantly compared to two weeks ago. The recovery is still ongoing.¿ on (B)(6) 2025, a translated medical report was received. Visit date: (B)(6) 2025 chief complaint: foreign body sensation in both eyes for 7 days, blurred vision for 7 days diagnosis: foreign body in conjunctiva of both eyes. No additional medical information has been received. No additional information is expected. This event was determined to be serious adverse event on 25mar2025 when the pt provided a diagnosis of "corneal damage leads to vision impairment." This os "visual impairment" event is being reported worst-case as the diagnosis could not be verified with the treating doctor. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b015rg1 was produced under normal conditions. The suspect os cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.